Manufacturer narrative:
It was reported from a literature review from authors: wang xiaohua, et al. On "constrained liner in posterior stabilized total knee replacement" that the patient presented varus deformity of approximately <15°, which was revised and treated using a constrained liner. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. There is not enough information to make a cross-check between the event and the device involved, therefore the potential causes of the reported event could not be determined. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
Literature case. "Constrained liner in posterior stabilized total knee replacement". Authors: wang xiaohua, et al. In this study there were 554 patients bearing genesis ii ps prosthesis. It was reported that after total knee arthroplasty, a patient presented varus deformity of approximately <15°, which was revised and treated using a constrained liner.